Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a persistent black screen upon boot up. The programmer was returned to the manufacturer for servicing. The event occurred during setup and prior to use, so there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the screen was blank but the fans would run. Also, the radiofrequency (rf) head connector was loose. As a result the mother board was replaced. The hard drive was reimaged and the software was updated. It was also noted that there was an incorrect pad on the fan bracket, the pad was then replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.